Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis evaluation. The instrument was analyzed and found to have a broken curved blade. A broken piece measuring approximately 0.47" x 0.10" was not returned. The broken material was missing. Cracked or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades). Blade damage may be detected by the generator with a solid tone or an error. A review of an image provided was performed by an isi regulatory post market surveillance (rpms) analyst. The image shows the instrument tip with obvious damage on the blade. No conclusive determination of the cause of the damage can be made based on this analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument blade was broken. A fragment fell inside the patient and was retrieved in the same procedure. The customer used a spare instrument to proceed with the procedure.